Event description:
On 09/20/2006, nellcor received a report where it was claimed that the cuff on the device was deflating during use on a patient. Replacement of the tube was required.

Manufacturer narrative:
The reported complaint mode is being addressed by corrective and preventative actions.